Event description:
It was reported that when the asymptomatic patient presented to the hospital, post-paced t wave oversensing was observed on real-time egm. Programming changes were made.

Manufacturer narrative:
(B)(4). Device not returned.